Manufacturer narrative:
Additional information was received by smiths medical that the event occurred as part of customer's routine testing and there was no patient involvement.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with slight damage to read housing and cracked lens. Event history log review was performed and found indications of two 10ml followed by one 20ml bolus tests were performed prior to the pumps return to smiths. Visual inspection and delivery accuracy testing were performed. The customer's concern regarding failed accuracy was unable to be confirmed. During investigation, the pump delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. However, the delivery accuracy testing on the pump found the pumps delivery to be slightly positive. According to the pump's expulsor will be trimmed in order to bring the delivery into more nominal of a range. Visual inspection also confirmed crack on the lens cover. Service replace the pump lens to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump "failed accuracy by +7.4%". It was also reported that the pump had screen damage. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.